Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of "connection between the texium and the 5fu bottle where it was leaking and noted a visible crack" could not be verified due to the product not being returned for failure investigation. A device history record review for material#10012241-0500 and lot#24075111 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26jul2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris texium closed male luer was leaking the following information was received by the initial reporter with the following verbatim patient noticed leak and wetness from 5fu chemo bottle. Team clamped the bottle with the clamp from the spill kit as instructed. Patient went to ed and ed md tried to fix the connection between the texium and the 5fu bottle where it was leaking, and noted a visible crack and tightened the bottle to slow down the leak. Patient sent home with the 5fu chemo bottle as medication infusion ongoing. Family taped and glued the connection and it stopped leaking. Patient returned to chemo clinic ~2 days after to have it removed. Unsure how much 5fu was leaked. Port a cath de-accessed as per protocol and patient discharged home.